Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the monitor was unable to power on. Upon investigation, there was extensive thermal damage to the ca board and the f600 fuse was open. The root cause of the open fuse cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to power on.